Event description:
It was reported that during an implant attempt the lead could not be completely inserted into the implantable cardiac defibrillator (ICD). It was noted that the setscrew on the ICD was screwed in. It was also reported that the physician was unable to unscrew it and attempted with three different screwdrivers. The ICD was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Visual analysis noted a wrench broken off in setscrew.